Manufacturer narrative:
(B)(4). Batch # unknown. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the endoscopic clip applicator did not work during the operation. Clips did not close fully. The end points of the clips stayed open (transversely closed) and the clipping process was unsafe. There was no delay to the surgery. The action taken when this occurred was changed to the hemolock clip applicator, the non-closing line was strengthened. The procedure was successfully completed. As far as is known, the patient did not experience any problems such as infection, inflammation and no other medical intervention was required.